Event description:
It was reported that the health care professional (hcp) requested review of events that were stored for this pacemaker. Technical services noted that this pacemaker exhibited atrial channel oversensing of ventricular signals which was stored as atrial tachy response (atr). The patient experiencing a presyncope event. Technical services (ts) recommended further review of the right atrial (ra) settings for programming optimization. This pacemaker remains in service. No adverse patient effects were reported.